Event description:
It was reported that during a procedure of the pre-dilated heavily calcified, narrow, 90% stenosed, proximal left anterior descending (lad) artery, the 3.0 x 23 mm xience v stent delivery system (sds) was advanced but met resistance with the vessel and the proximal hypotube shaft fractured. The sds was removed from the anatomy without issue. A second xience v sds was advanced and smoothly passed the lesion; the stent was implanted in the lesion. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of shaft separation/detachment was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue.